Event description:
Pt was found in at 6:20 am on 2/6/95 in cardiac arrest in an in-patient psychiatric unit. Hosp police responded with equipment from police car. A bag valve mask obtained from police duffel bag had been packed in recommended manner to make device compact, with bag folded on itself. The device was frozen such that it was stuck together, & could not be used. The air temperature that evening was approx 0 degree f. MFR recommends storage up to -40 degrees c. This resulted in delay of 10 to 20 seconds. While this did not cause the pt's death, this needs to be reviewed to prevent any problems in the future.